Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving "add gel" messages in the absence of a prior gel release.